Event description:
It was reported "ver the past 15 days, we are facing recurring problems with leaks and catheters self-expel. The department has not changed its practices. In some cases, the balloon was at fault as could not be inflated to the 10cc required as leaking during inflation. In other cases, despite inflating the balloon to 10cc, there were urinary leakage and/or the foley self-expelled for no reason when patient was coughing, sneezing or during manipulation by the nurse". Additional information states patient's experienced "urinary tract infection. Trauma/lesion due to multiple catheterisations, etc". When the customer was asked about the patient's current condition the customer responded "fine following antibiotic therapy". Associated MDR#: 8040412-2025-00033, 8040412-2025-00032, 8040412-2025-00034.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "ver the past 15 days, we are facing recurring problems with leaks and catheters self-expel. The department has not changed its practices. In some cases, the balloon was at fault as could not be inflated to the 10cc required as leaking during inflation. In other cases despite inflating the balloon to 10cc, there were urinary leakage and/or the foley self-expelled for no reason when patient was coughing, sneezing or during manipulation by the nurse". Additional information states patient's experienced "urinary tract infection. Trauma/lesion due to multiple catheterisations, etc". When the customer was asked about the patient's current condition the customer responded "fine following antibiotic therapy". Please see associated MDR#: 8040412-2025-00033, 8040412-2025-00034.